Manufacturer narrative:
This report is submitted on january 5, 2024.

Event description:
Per the clinic, the device was explanted in october 2023 (specific date not reported) due to unspecified reasons. Additional information has been requested but has not been made available as of the date of this report.